Manufacturer narrative:
Other, other text: returned device was received in good physical condition with a scratched screen. During the evaluation of the device the customer reported condition was confirmed. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical cadd legacy plus pump exhibited ec1730. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.